Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred for therapy started in 2008 during drain cycle 2. Per the eventlog, the pt had bypassed a "drain not finished" message during drain 1, resulting in the cycler delivering a partial fill during cycle 2 of approximately 1073mls. The pt's ultrafiltration reading for cycle 2 was 3436mls, indicating the home patient (hp) drained 3436mls more than the partial fill of 1073mls. This information gives a total drain volume of 4509mls (1073mls + 3436mls). No patient injury or medical intervention was reported. Follow up with the dialysis center nurse (rn) revealed no signs/symptoms of an overfill of solution were reported by the home patient (hp) at the time of this incident and there was no resulting patient injury. According to the rn, the hp was experiencing drain difficulties and accumulating fluid in her peritoneum. The cause of the hp's drain difficulties was determined to be catheter related. The hp's catheter was subsequently replaced. The hp continues to perform apd therapy since catheter replacement without further reported drain difficulties.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain, false empty detect and use error: inappropriate bypass of a low drain volume and / or insufficient drain because drain was bypassed. The device will be routed to the service area. The device evaluation results were reviewed with the dialysis center nurse (rn), who related that she was aware of the hp's inappropriate bypassing and that proper bypass procedure has since been reviewed with the hp. The rn does not feel that any cycler failure or malfunction had occurred.